Manufacturer narrative:
A steris service technician inspected the harmonyair monitor carrier and found the retention latches on the front cap cover to be damaged. As the retention latches were damaged, this caused the cover to detach and fall. The technician installed a new cap cover, tested the function and operation of the harmonyair monitor carrier, and confirmed it to be operational; the unit was returned to service. Through follow-up with user facility technicians, user facility personnel were raising the monitor carrier too high towards the ceiling subsequently causing the device to contact the ceiling. The damaged observed to the cap cover retention latches can be attributed to the device impacting the ceiling. The operator manual states (pg. 12), "caution - possible equipment damage -avoid damage to equipment by articulating (do not approach stops roughly; avoid collisions with other equipment) the equipment slowly and evenly." The steris account manager offered in-service training on the proper use and operation of the harmonyair monitor carrier and is awaiting a response. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a cap cover from their harmonyair monitor carrier detached and fell into the sterile field subsequently causing a procedure delay. The sterile field was reestablished, and the patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
The steris account manager counseled the user facility personnel on the proper use and operation for the harmonyair monitor carrier specifically not bumping the device into other equipment or ceiling.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.